Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was admitted to the cardiac care unit (ccu) due to loss of consciousness. Device evaluation was performed and upon arrival to the ccu, there was no pacing failure. However, the physician presented an electrocardiogram of pacing failure, and there was a supplementary failure with approximately three to five seconds of asystole. Threshold measurements were elevated on the right ventricular channel; therefore, the output was increased. The pacing impedance was also elevated but measurements were still stable and within normal range. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was admitted to the cardiac care unit (ccu) due to loss of consciousness. Device evaluation was performed and upon arrival to the ccu, there was no pacing failure. However, the physician presented an electrocardiogram of pacing failure, and there was a supplementary failure with approximately three to five seconds of asystole. Threshold measurements were elevated on the right ventricular channel; therefore, the output was increased. The pacing impedance was also elevated but measurements were still stable and within normal range. No additional adverse patient effects were reported. It was reported that a revision procedure subsequently occurred and this device and the shocking portion of the right ventricular lead were removed from service. No additional adverse patient effects were reported.